Event description:
An inability to maintain cuff inflation was observed approximately half way through the case. For the balance of the case the et tube was re-inflated every 5 to 10 minutes. There was no consequence or injury to the pt.